Event description:
It was reported that during a procedure, foreign material was found within the package. It was further reported that a backup unit was used.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.